Manufacturer narrative:
510k: this report is for an unknown mesh vertebral body replacement/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Health effect - clinical code appropriate term/code not available ((B)(4)) used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 17 patients (8 males, 9 females) for synmesh implants against all other surgical cases recorded within the spine tango registry between (B)(6) 2010 and (B)(6) 2020. Final registry report outcome description: general complications- postoperative surgical before discharge: 1 cardiovascular, 1 kidney / urinary, 1 thromboembolism, 1 other, 1 documented. Surgical complications- intraoperative adverse events: 1 nerve root damage, 2 dural lesion. Surgical complications- postoperative surgical before discharge: 1 wound infection: 1 implant malposition. Reoperations 2 at any level: implant failure (1), reoperations 2 at any level: instability (1), reoperations 2 at any level: neurocompression (1), reoperations 2 at any level: unknown (1). This is for depuy synthes synmesh. This report is for one (1) unknown mesh vertebral body replacement. This is report 1 of 5 for (B)(4).